Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. Analysis was unable to confirm the customer comment that the epg had multiple fault codes. It was also indicated that the display wires were pinched and wire was exposed. It was also indicated that the keypad was scratched and one case screw was contaminated. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had multiple fault codes and broken connectors. The epg was returned for warranty repair. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.